Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer kept getting air bubbles in the reservoirs the last four times. Customer's blood glucose level was not reported. The device was not returned.